Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The battery of this device went from eight years to 4.5 years after a year. A request was made to have data from this device analyzed. Data analysis confirmed that this device was exhibiting premature depletion, and the power consumption has been increasing during the past year. Device replacement was recommended. To date, this device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The battery of this device went from eight years to 4.5 years after a year. A request was made to have data from this device analyzed. Data analysis confirmed that this device was exhibiting premature depletion, and the power consumption has been increasing during the past year. Device replacement was recommended. To date, this device remains in service. No adverse patient effects reported. Additional information received indicates that this device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The battery of this device went from eight years to 4.5 years after a year. A request was made to have data from this device analyzed. Data analysis confirmed that this device was exhibiting premature depletion, and the power consumption has been increasing during the past year. Device replacement was recommended. To date, this device remains in service. No adverse patient effects reported. Additional information received indicates that this device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field d2a. Common device name.